Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The renal dysfunction was determined to not be related to or caused by the device. The date of onset of the renal dysfunction was (B)(6) 2024 and the patient did not exhibit any symptoms. Diagnostic testing revealed: lactate dehydrogenase (ldh) 211, partial thromboplastin time (ptt) 133, international normalized ratio (inr) 1.2, blood urea nitrogen (bun) 56, creatinine (creat) 1.59, limited transthoracic echocardiogram (tte) completed without any acute findings. Intravenous fluids were administered to the patient and volume removal via continuous renal replacement therapy (crrt) was slowed. The event resolved with treatment.

Event description:
The patient remained inpatient since implant on (B)(6) 2024. On (B)(6) 2024, the patient experienced a sudden increase in their pulsatility index (pi) from 2.5 to 8.0, with a slight decrease in flow. Following review of the submitted log files by tech services, it appeared there were routine events captured throughout the log history. The pi values were between 2 and 9, but the elevated pi values were not sustained for any length of time. The pi values appeared to be variable and in a normal range. The pi increased was presumed to be due to hypovolemia.

Manufacturer narrative:
Section b2 - outcomes attributed to adverse: corrected, section b3 - event date corrected, section h6 health effect - clinical and impact codes: corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿system monitor¿ provides information about the pump flow display and explains that changes in patient conditions can result in low flow. Additionally, this section (under ¿optimal fixed speed¿) outlines how to determine the optimal fixed speed and low speed limit. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that there was evidence of the patient having chronic kidney disease stage 3 in the days leading up to lvad implant. Clinical documentation of end-stage renal dysfunction (esrd) was noted on the patient's chart on (B)(6) 2024. There was no clinical documentation that the patient's esrd was caused by the device or device therapy. On (B)(6) 2024, the patient's serum creatinine clearance was 40.4 ml/min and the patient remained anuric after continuous dialysis for over 5 days. The esrd was treated with hemodialysis access and intermittent hemodialysis. They were then transitioned to peritoneal access with peritoneal dialysis in (B)(6) 2025. The patient's esrd had not yet resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 1 of the IFU provides an explanation of all pump parameters, including speed, flow, power, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 1 explains that in general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (ie, the pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (ie, the pump is providing greater support and further unloading the ventricle). Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.